Manufacturer narrative:
(B)(4). Additional information: according to the dermatologist, the dermatitis was not caused by radiation therapy. The sales rep used the literature to explain that the second use of adhesives may cause dermatitis, but the first operation was ss + tegaderm. Dermatitis occurred after a certain period of time, and the doctor had an impression that the cause was unknown because he had never experienced such a thing with dermabond before. Treatment plan: use diacort ointment and see how it goes. Surgeon¿s opinion:there was causal relationship between the product and event. No particular allergy. Additional information was requested not received. The procedure was a total mastectomy and the area used was the epidermis. At the first operation, the epidermis was treated with steri-strips and tegaderm. Anx12 was not used for the second time. Please clarify if the diacort was prescribed by a physician? Prescribed by a dermatologist. Current patient status? Patient is being treated with diacort ointment and is under observation. Please provide lot number: unknown. What is the procedure date (dd/mm/yyyy)? On (B)(6) 2021. What date did the reaction/blisters occur on (dd/mm/yyyy)? On (B)(6) 2021. Do you have any pictures of the reaction? No pictures are available. Other than the diacort ointment, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. After 3 weeks, the product was removed. If any medication was required, please clarify if it was prescribed by a physician. Unknown. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. After 3 weeks, the product was removed, was that on (B)(6) 2021? Or 3 weeks after reaction of on (B)(6) 2021 thus on (B)(6) 2021? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, , age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy and endocrine surgery on (B)(6) 2021 and topical skin adhesive was used. Redness and blisters were observed, and contact dermatitis was suspected. On (B)(6) 2021, after the surgery, remained applied for 3 weeks (approx. (B)(6) 2021). On (B)(6) 2021, radiation therapy was started. There were no blisters. On (B)(6) 2021, redness began. The patient had local dermatitis where adhesive was applied. The patient had received radiotherapy 7 times so far. On (B)(6) 2021, the effusion came out. On (B)(6) 2021 blisters started to appear. On (B)(6) 2021, the number of blisters increased, so the patient visited a dermatologist and started using diacort ointment. Further details are not provided . No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. After 3 weeks, the product was removed, was that on (B)(6) 2021? There is only information that ""anx 12 remained applied for 3 weeks"", and it is unknown when the product was specifically removed. Or 3 weeks after reaction of (B)(6) ? It is unknown when the product was specifically removed. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No allergies. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? Unknown. Patient demographics: initials / ID, , age or date of birth; bmi female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) the patient has no particular allergy. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Anx12 was used for the fitst time. Current patient status. The patient is being treated with diacort ointment and monitored. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.